Manufacturer narrative:
The device was sent to an olympus service center for evaluation. Inspection and testing of the device confirmed the reported no image issue and found that it was due to a faulty cable. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that during preparation for use, prior to the procedure, the camera head did not display an image. The intended procedure was delayed less than fifteen minutes and was completed using another similar device. There was no patient or user harm reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the faulty cable unit could not be identified at this time. Olympus will continue to monitor field performance for this device.